Event description:
The patient reported that the weather put her pain at level nine. The weather has been increasing the pain since 1994; and noted having had this condition prior to getting the device. The physician determined that the blood in the patient's urine was caused by the high blood pressure medication, lisinopril. The dose was cut from 1.5 to one pill, but still had blood in urine.

Manufacturer narrative:
The previously reported "the healthcare provider (hcp) told the patient she needed more surgery for carpal tunnel" in supplemental 2 was determined to not apply to this event as the carpal tunnel was previously medically reviewed to not be related. Further review of the event determined that previously reported does not apply to this event as it had been previously medically reviewed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that the patient did not have a renal device; it was a neurological stimulator implant for pain. They did have renal problems due to lisinopril medications. The medications were cut from 1.5 to 1 tablet per day. The patient was still having traces of blood in their urine. The healthcare provider (hcp) told the patient she needed more surgery for carpal tunnel and the right side of the body now had problems.

Event description:
Additional information received from the patient reported that her doctor had never referred her to have her device checked. The manufacturer representative (rep) had only been assigned when she was injured or for an emergency. No routine checks of the device had ever been done. She had been sent back and forth since (B)(6) 2011. It was also noted that the patient had missed her psychiatry appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 3888-28, lot # l36629, implanted: (B)(6) 1995, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1995, product type extension. (B)(4).

Event description:
The patient reported that she went back to the doctor's office this month to see about them fixing the implantable neurostimulator (ins) because they got her on oxycodone and all kinds of pills. The patient was in a lot of pain. She got a lot of discomfort and thought she could not take any more pills. Her kidneys were now malfunctioning and she was bleeding because of her kidneys. The pain, discomfort and kidney issues started in 2014. She got worse this year as far as her health because of the pills it was noted that the patient went to see a renal specialist. It was also noted that the patient had carpal tunnel. Both arms and legs were getting affected and her neck and back. The patient did not know when this started. The patient saw a doctor on (B)(6) 2015, but the healthcare provider (hcp) gave the patient a paper saying she was confused about her surgeries and that she was cured. It was noted that the patient had mental stress and was on a lot of medication, and had trouble with her memory. The patient was implanted for reflex sympathetic dystrophy syndrome (rsd). The patient later reported that she was also seeing a psychologist and physical therapist. They were not going to replace her stimulator now. She was going to classes for management of pain and her panic attack and learning new coping mechanisms. She was afraid to have anything done because it might make things worse. The patient inquired about acupuncture and noted her ins was currently turned off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.